Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the valve was explanted after an implant duration of approximately 10 months (10.7 months) and replaced by the same model, same size valve. Through a response received from the surgeon, it was learned that the valve was explanted due to bacterial endocarditis, dehiscence and paravalvular leak.

Manufacturer narrative:
Patient (B)(4) = paravalvular leak and dehiscence. Method: (B)(4) = device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the health care provider indicated that this device was explanted due to a bacterial infection, the source and strain of infection was not provided. The health care provider has also indicated that the device is not available for return and evaluation as it has been discarded by the hospital. Without additional information from the health care provider, we are unable to conclusively determine the root cause for the explant of this device.